Manufacturer narrative:
(B)(4). The customer reported that when they turn the energy select switch to a certain position, the device does not come on. This complaint is still being investigated. A f/u report will be submitting upon completion of the investigation.

Event description:
The customer reported that when they turn the energy select switch to a certain position, the device does not come on.